Manufacturer narrative:
(B)(4). (B)(4). Blade will not rotate: prior to first use. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. Prior to first use, the device would not rotate at all. There was a noise when the blade was activated. This was noticed immediately out of the box when the blade was activated. The device was not used in the pt. The procedure was completed with a second like device with no adverse pt consequences.